Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 87-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient's foley bag was noted to have pink/red tinged urine. It was noted that the impella was poorly positioned with the inlet towards the mitral valve apparatus due to horizontal geometry of the heart. An echocardiogram was utilized to assess positioning, which confirmed the inlet and pigtail wrapped near the mitral valve. Repositioning was attempted for nearly 30 minutes under echo guidance. However, the device would not free itself from the mitral valve apparatus and was ultimately advanced back in to a semi-conducive position. The p-level of the impella was reduced down to p-5 in an attempt to mitigate further hemolysis. Afterload reduction medication was added to further prevent the possibility of hemolysis. The post-procedure outcome is unknown. The impella functioned at p-6 at 2.7l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and improper device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 clinical narrative updated and death date was added. D6 explant updated. H6 type of reportable event was updated from serious injury to death and codes updated.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 87-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage d shock, on multiple inotropes and vasopressors, and on a bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient's foley bag was noted to have pink/red tinged urine. It was noted that the impella was poorly positioned with the inlet towards the mitral valve apparatus due to horizontal geometry of the heart. An echocardiogram was utilized to assess positioning, which confirmed the inlet and pigtail wrapped near the mitral valve. Repositioning was attempted for nearly 30 minutes under echo guidance. However, the device would not free itself from the mitral valve apparatus and was ultimately advanced back in to a semi-conducive position. The p-level of the impella was reduced down to p-5 in an attempt to mitigate further hemolysis. Afterload reduction medication was added to further prevent the possibility of hemolysis. The impella functioned at p-6 at 2.7l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and device position. Care was withdrawn and the patient expired. The death is being conservatively reported; however, based on the available clinical information, the death is more likely attributable to the patient¿s underlying critical condition, including severe ami/cgs and scai stage¿d cardiogenic shock.

Manufacturer narrative:
D4. Primary UDI number corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the hemolysis issue was most likely related to unintended use, since the pump was not in a good position during the time of hemolysis, based on clinical details. The cause of the positioning issue was most likely related to horizontal heart geometry based on the provided clinical details.